Event description:
During the wedge resection portion of the procedure the staple reload was attached to the endo gia stapler and when the stapler was fired, the load end would not open up and no staples were fired into the surgical site. Another reload was obtained to complete the procedure.